Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor errors alarm, no delivery alarm, had to re-rewind the insulin pump, re-prime to get all that to go away, also had to change infusion sets, had a fracture or crack near battery cap and belt clip area, piece of plastic chips off when loading reservoir and changing batteries two times within 7 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.